Manufacturer narrative:
Per tandem¿s pump user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 28-29 mmol/l due to the cartridge connection disconnecting. Reportedly, the customer replaced all supplies and resumed insulin delivery. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the needle and/or cartridge to resolve the issue.